Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 143 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: broken reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Unable to confirm a21 alarm test due to keypad anomaly. (B)(4).